Manufacturer narrative:
Insulin pump passed displacement test. No button error alarm noted. Insulin pump had an intermittent button response, due to corroded keypad traces. Insulin pump had a cracked lcd window, cracked case near lcd window corner, scratches reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.